Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting the circumstances/cause that lead to being unable to tolerate stimulation in their legs when it was increased, following their accident was due to programming issues. It was indicated that no steps had been taken to resolve the device not working and having more pain in their lumbar area as they were unable to increase stimulation, because it was intolerable/too strong for their legs since the accident and the issues had not been resolved. They reported that they weighed approximately (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient was in the orlando, florida area and stated that they had made three appointments with a manufacturing representative (rep) because they were trying to get their implant battery reprogrammed. The patient stated that they did not showed up to any of the three appointments and also did not call them to let them know they were not going to show up. The patient stated that they needed reprogramming because they had an issue. The patient further explained that the issue was that when the last rep in lakeland (where they previously lived) reprogrammed them, the rep left their setting on one level (group a) for everything; the patient stated that it could not be like that for the pain they were in as they could not tolerate the sensation in their leg. The patient stated that the settings needed to be divided like what they had in the beginning. The patient state that they used to have a group a and b, where a was for their lumbar area and b was for their legs. The patient stated that they were seeing doctor at the time and so the rep decided to put everything together into group a to relieve both their legs and lumbar area, since they were not in so much pain. The patient stated that they could increase stimulation or decrease stimulation and stated it worked great. The patient further stated that now it was not working, because they were in an accident and had more disc damage in their lumbar and so they needed the groups ungrouped again as they couldn¿t tolerate the sensation. It was reported that the stimulation would become too strong in their legs when they put stimulation higher, so they couldn¿t increase stimulation anymore to get relief for their lumber. The patient confirmed that accident and the disc damage they had was due to the accident and was unrelated to their device/therapy. The patient was redirected to follow-up with their healthcare provider. It was reported that the patient¿s accident was around (B)(6) 2017. Around the same time the patient¿s device was not working and they had pain issues where they had more pain in their lumbar area. It was also reported that it was more or less in (B)(6) 2017 when they could not tolerate stim in their legs when they increased it and could not increase it to cover their lumbar areas, because it would be too strong in their legs. It was confirmed all events that occurred started in (B)(6) 2017. The patient stated that they did not know when the rep was first made aware of the issues. No further complications were reported/anticipated.